Manufacturer narrative:
Investigation included a review of product history, troubleshooting with the user, and assessment of device function based on reported performance. Investigation of this case revealed consecutive stalled motor events consistent with a pump motor drive or mechanism malfunction. It was concluded that the event was attributable to a device mechanical failure of the insulin delivery motor, resulting in unsuccessful delivery and necessitating replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the patient¿s ilet bionic pancreas generated repeated ¿alert 38¿ motor stall alarms that persisted after priming and rewinding, and the caregiver power-cycled the device multiple times without resolution; the device battery was at 60 percent and a replacement device was issued. Symptoms included no reported injury or clinical effects. Outcomes included interruption of insulin delivery and the need for device replacement, with the patient instructed to continue cgm monitoring using dexcom g6.